Event description:
A problem ha been reported using the mosaiq ois (oncology info system) software and rtt 4.2. Mlc positions for treatments recorded in mosaiq for fields delivered on (system) fs1 did not appear to be correct. The complainant initially suspected the problem may be related to transferring a pt between (system) fs1 and (system) fs2, however, this was ruled out through creation of a test case prior to submitting the complaint report. Consequently, the complainant reported "there appears to be a problem with how mosaiq is recording the treated position of mlc leaves on fs1 and cannot be used as an accurate record of how pt's treatments were delivered." There has been no report of a mistreatment or injury to a pt. A corrective action is pending a final investigation. No other products are concerned.